Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the on march 05, a urinary foley catheter was inserted during the laser lithotripsy surgery to drain urine and residual lithotripsy. One day after the surgery, the catheter was found to have fallen off. Upon examination, it was found that the catheter balloon was ruptured, draining out bloody fluid. The patient was immediately placed in bed, and their vital signs were monitored. They was given oxygen and hemostatic drugs and was asked to drink plenty of water. After 2 hours, the color of the urine became lighter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the on march 05, a urinary foley catheter was inserted during the laser lithotripsy surgery to drain urine and residual lithotripsy. One day after the surgery, the catheter was found to have fallen off. Upon examination, it was found that the catheter balloon was ruptured, draining out bloody fluid. The patient was immediately placed in bed, and their vital signs were monitored. They was given oxygen and hemostatic drugs and was asked to drink plenty of water. After 2 hours, the color of the urine became lighter.